Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. The customer changed infusion sent and cartridge after each occlusion. Tandem clinical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. The customer changed infusion sent and cartridge after each occlusion. Tandem clinical support educated the customer that the tandem pump user guide instructs the user to remove any residual air from the cartridge. Reportedly, the customer reverted to an alternate method of insulin therapy.